Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The air flow control valve was cleaned to resolve the issue.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.